Manufacturer narrative:
The pt has no known history of cad. The primary indication for the procedure was chest pain, diagnostic catheterization showing 2-vessel disease (80% occlusion at the distal rca and 90% occlusion at the proximal circumflex) and a positive stress test. The target lesion was at the proximal circumflex. The lesion was described as denovo, heavily calcified, tortuous, and 90% occluded. The lesion was not predilated. The physician encountered resistance during the advancement of the stent delivery system prior to the stent dislodging off the balloon due to heavy calcification. The device never made the turn into the circumflex, as it was experiencing difficulty navigating through the left main. Therefore, the physician withdrew the delivery system from the pt and into the guiding catheter and it was at this point, when the stent was noted to be missing from the balloon. The stent had lodged itself in the left main and showed as linear density on fluoroscopy. A dissection did not occur and there were no EKG changes. While the physician was discussing the possibility of deploying the dislodged stent in the left main, the pt began to decompensate and expired. The stent delivery system appeared normal when removed from the packaging and was inspected before use. The delivery system examined to verify functionality. Negative preparation occurred outside of the pt's body prior to inserting the product into the pt. The stent was never retrieved from the pt. Any add'l info will be submitted within 30 days of receipt.

Event description:
The following report was received from the field: during a coronary intervention to the proximal circumflex the stent failed to cross the target lesion and dislodged in the left main. Following the procedure, the pt was stable however, he began to complain of chest pain, followed by bradycardia and cardiac arrest. Resuscitation attempts were conducted for 45 minutes and surgery was on standby, however, the pt did not recover and expired.